Event description:
Philips received a complaint from customer biomed reporting the alarm reset button on the v60 ventilator touchscreen is not responsive. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and reported the touchscreen calibration was successfully completed several times. The issue persists. The touch on the screen is inaccurate. The customer requested onsite service to replace the touchscreen. A philips authorized service provider (asp) evaluated the device and confirmed the reported issue. The asp replaced the touchscreen. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician reported the touch screen failed the resistance verification testing, indicating a faulty touch screen. The resistances noted were high and out of specifications. The pil technician verified the suspect touch screen failed functional testing per step 3 in the service manual (p/n 1049766 rev t). Also, noted, the touch screen did not recognize the alarm reset button noted on the top left portion of the touch screen. Conclusion: the functional test failures noted on the touchscreen and the unsuccessful attempt to calibrate the touch screen are due to the high and out of specification results noted in the resistance verification testing portion of this analysis.